Event description:
I had lasik in both eyes in (B)(6) 2007 in (B)(6) by the liar and worst doctor (B)(6) of (B)(6). After 3 years my left eye was blurry. They didn't inform me and did collagen cross linking even after that vision is bad. I get irritated, eye blurry and halos and starburst. Please help me FDA please and "what is the solution." Please recommend any good doctor or hospital for further life.